Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in grermany. It was reported that the patient was hospitalized due to fluctuating effects caused by medication leakage and poor absorption into the abdominal wall. This occurred because the patient was supplied with 6 mm needles instead of the required 9 mm, leading to indurations across the abdomen. Due to these fluctuations, the patient became immobile and also experienced blood pressure fluctuations (75/54 mmhg to 188/123 mmhg), mood swings, hair loss, dry mouth, and associated speech problems. No further information available.